Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi diamondback orbital atherectomy device (oad), the device became stuck in the patient, became detached, and surgical removal was required. The popliteal lesion was initially treated with atherectomy followed by balloon angioplasty. The atherectomy device was inserted again and two passes were performed on low speed. The device stopped spinning and was noted to have migrated to a collateral side branch of the peroneal artery. Attempts were made to remove the device, however resistance was met and it was unable to be removed. Vasodilators were administered, however the device remained stuck, and during attempts to remove the device it became detached inside the patient. Attempts were made to snare the device fragment, however they were unsuccessful. The patient underwent surgery the same evening and the device fragment was removed. During removal of the device, an arterial tear occurred. An endartectomy was performed and a saphenous vein graft was placed. The patient was hemodynamically stable during the procedure.

Manufacturer narrative:
The reported oad was received for analysis with the guide wire utilized during the procedure. A visual analysis found the driveshaft to be damaged, elongated and stretched, with the crown and tip bushing fractured off. The examination also found that the guide wire was fractured. The fractured device components were not returned to csi for analysis. Scanning electron microscopy was performed on the fractured sections of the devices and identified the presence of torsional fatigue and stretching. The damage appeared to be the result of teh tension applied to the devices during the removal attempts during the procedure, however this could not be confirmed. At the conclusion fo the device analysis investigation, the reported event was confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID# (B)(4).